Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device, the following defects were found: angle rubber glue peeling/cracked, distal end insulation failed, and angle rubber cut. The faulty parts were replaced. And the device will be returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that during reprocessing of the oes cystonephrofiberscope. The scope tip blown out, and no cap was placed prior to sterilization. There was no patient involvement reported with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the reprocessing issue could not be determined. There was no cap placed prior to sterilization. It is possible that the distal end part was damaged because the air inside of the endoscope inflated. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿attach the eto cap to the venting connector of the endoscope prior to sterrad® 100s/nx® sterilization. If the eto cap is not attached to the venting connector during sterilization, the air inside the endoscope will expand and could rupture the bending section cover and/or damage the angulation mechanism.¿ olympus will continue to monitor field performance for this device.